Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net transmission. Review of the transmission showed noise on the right atrial lead. No intervention was performed. No additional information was reported.

Event description:
New information noted that the device was reprogrammed and the atrial noise was resolved. The patient was stable throughout.